Event description:
According to the reporter, during a total laparoscopic hysterotomy procedure, while taking an anterior "purchase/bite" of the vaginal cuff with the suturing device, the 9mm needle broke and fell into the patient's cavity. A small portion remained in the patient, and was unable to locate and retrieve it. Another loading unit and the same handle were used to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.